Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, later the same day after uneventful arteriotomy closure, the patient developed symptoms of a cold leg. Exploratory surgery found thrombus from the access site down to the ankle. A thrombectomy was performed restoring good pedal pulses. There were no reported adverse patient sequelae. It was not believed that the thrombus was caused by the proglide device, but was the result of the patient's clotting disorder thrombophilia. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) - improper or incorrect procedure or method/patient selection. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.